Event description:
The customer called in for help with her meter. While troubleshooting, she performed control tests and rec'd a reading of 269 mg/dl. The normal control range is 116-167 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent. The customer was also to trade to a breeze meter.